Event description:
Medwatch report explained that the #0 curette broke off in pt. Broken piece was removed. Incision has to be enlarged because it broke.

Manufacturer narrative:
Upon completion of the investigation it was noted that the shaft is broken 3/4 of an inch from the distal end. This type of breakage typically occurs when there has been a small crack in the material. It was also noted that there was evidence of corrosion on at least part of the fractured surface. The tip is dull, which suggests excessive use over a prolonged period of time. This instrument is more than 5 years old. It is likely that atypical force was applied to the instrument to compensate for the dull cutting surfaces and resulted in breakage. This however could not be confirmed. It is not possible to determine how the original crack may have formed. This is the first complaint of this type for this product code, therefore, it is considered to be an isolated incident. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.